Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company representative was unable to confirm (or replicate) any system non-conformities, which may have contributed to the reported event. The company representative performed multiple system checks and calibrated the energy control board. The system was then tested and found to meet specification. The laser was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a patient with an uncut flap. New information was received. The laser did not make a vertical cut while creating the flap. The flap was not lifted. Procedure was not completed on this eye that same day. There are two related reports for this facility. This report addresses patient yu v' s right eye and an additional manufacturer report will be filed for another patient.